Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the introducer damage ¿ mechanical issues has been completed since the original report was submitted. The device was not returned for investigation. According to the clinical information, shortly after beginning impella cp support the groin site started bleeding after the patient was rolled. The bleed was effectively treated, and the device remained in the patient after the bleed was resolved. The most likely cause of the major access site bleeding was patient movement. Potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 86-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient on impella support experienced bleeding after the patient was rolled. Forward tension sutures were replaced and the site was angle matched. Additionally, heparin was not in the purge but bicarb was. Groin site stable without bleeding. Additionally, the 14 french sheath split and repositioning sheath was advanced.